Manufacturer narrative:
The evaluation revealed the returned device's critical mating feature (top surface a that mates with the poly bearing) are within specifications. The damages observed on the surfaces a and b, as well as the sides of the device were most likely caused during the extraction of the implant.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The device was not returned for evaluation and the contribution of the device to the reported event could not be determined. The information received regarding the event is not sufficient to determine the cause of the event. A device history record review for this catalog number, ar-503-tttg and lot number 108761215 combination found no related information.

Event description:
It was reported that on (B)(6) 2015 the patient had undergone a bi-lateral tka procedure. On (B)(6) 2019 the patient underwent a revision right tka procedure due to pain and tibial loosening. During the revision procedure the following original arthrex implant devices were explanted: ar-503-tttg, tibial tray implant (lot 108761215); ar-516-7r, femoral implant (lot 108761338); ar-513-bg11, tibial bearing implant (lot 113601405); ar-504-psc9, patella implant (lot 113601430). The revision procedure was completed by implanting another manufacturer's devices.